Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure when the right atrial (ra) lead was tested on the pacing system analyzer (psa) it yielded good sensing, threshold and impedance measurements. However when it was placed into the ra port on the pacemaker, noise and impedance measurements of greater than 3000 ohms were observed. The lead was removed from the header and retried multiple times with same result. The lead was then retested on the psa with same results as seen initially, good sensing, threshold and impedance measurements. The physician then asked for a second pacemaker after the retest on the psa yielded good lead measurements. However with the second pacemaker there was also noise as well as high out of range impedance measurements of greater than 3000 ohms. Then the physician asked to re-stick and implanted a new ra lead. When the physician attempted to explant the initial ra lead helix was not able be retracted. The lead was able to be explanted. The second pacemaker and second ra lead were successfully implanted with good measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. [Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.